Event description:
During a lar procedure, the stapler fired and the surgeon divided the bowel, but there were no staples in the bowel and he had a hole in the pelvis. Hand suture the pelvis was done to complete the case. No pt consequence.